Manufacturer narrative:
The investigation for the access site bleed has been completed. The impella device was returned for evaluation. No damages or abnormalities were found on the returned pump. However, clinical details were sufficient to determined the root cause. The root cause of the access site bleeding major was most likely patient movement related as the site was found to be oozing after the patient was turned.

Manufacturer narrative:
The impella pump and purge cassette were returned, and an evaluation is underway. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella cp with smart assist system section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The user facility reported a patient with postcardiotomy cardiogenic shock was implanted with an impella cp device for mechanical circulatory report. The patient arrived at the intensive care unit with adequate flows. The chest was left open with a plan to return to the operating room for closure when ready. Overnight, it was noted the patient had bleeding from the chest. The chest tube and wound vac had significant output. Four units of packed red blood cells were required and heparin was withheld. Additionally, after turning the patient, since then, there was access site bleeding. The dressing was removed and sutures, still in place, were tightened which stopped the bleeding. The patient was noted to be in stable condition.